Event description:
It was reported that the right ventricular (rv) lead threshold rose following a device changeout. The lead appeared to be dislodged, as it was in a different location on fluoroscopy compared to a previous x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there were no anomalies found. It was noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.